Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was implanted a day prior to this call and stated that she felt stim in her left leg and has soreness in her stomach and neck. However, tech services had patient synch to ins and the patient stated that the settings were ins on, program 2, and 0.0v so patient should not be feeling any stim. Patient reported getting little to no education on the pp. Stated they 'just handed it to patient'. The patient was unsure when her follow up was though it appeared it was within two weeks. The patient was able to synch just 1 time while on the phone with tech services and that was when the settings were noted. There were numerous other attempts to connect that failed and ended up with 'poor communication' screen. The patient had extreme difficulty with connecting to ins (potentially due to swollen incision), her pain in stomach/neck and her feeling stim down leg though no stim was currently being delivered. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.